Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 406 mg/dl at the time of incident. The customer's blood glucose was 383 mg/dl at the time of call. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were nauseated and throwing up. The customer stated that they were treated with manual injections. The customer stated that they found that the cannula was bent during troubleshooting. The customer declined to continue troubleshoot at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.